Event description:
This report is being filed upon notification from our mr manufacturer of an event that occurred. Problem: during the mr scan of a pt, the operator noticed a burning smell coming from the mr technical room. When he entered the examination room, the system was not scanning anymore. The operator noticed 'light' coming from behind the covers at the rear of the magnet. In addition, he heard a crackling noise coming from the same area. He immediately removed the pt from the mr scanner and out of the examination room. Due to smoke, the operator could not reach the main switch in the technical room to shut down the system. He called the local hosp fire dept. The mr system was disconnected from the central power supply. The firemen were able to contain the fire to only the mr suite.